Event description:
The device was working and then stopped working during the lap gastric bypass. It was not working with the foot pedal. The instrument was replaced and the case was completed without any patient consequence.